Event description:
It was reported, the evis lucera elite bronchovideoscope exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported event of "image blackout" was confirmed. The probable cause was most likely attributed to damage to the image sensor unit. A definitive root cause cannot be determined olympus will continue to monitor field performance for this device.